Manufacturer narrative:
Patient experienced infection at cranial burr hole. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's crania burr hole cover system was replaced to address the issue. Effective therapy restored post op and patient is doing well with tremor control. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced infection at cranial burr hole. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's crania burr hole cover system was replaced to address the issue. Effective therapy restored post op and patient is doing well with tremor control.

Manufacturer narrative:
The date of event is estimated.